Manufacturer narrative:
Investigation no sample returned. Analysis and findings distribution history the complaint product was manufactured at csi, but the lot number was not provided. Thus, the date of manufacture is not available. Manufacturing record review a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause definitive root cause is indeterminable. However, previous testing performed in march 2019 attempting to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. *was the complaint confirmed? No.

Event description:
A loop electrode excisional procedure cervix cone biopsy for a high grade cervical dysplasia was performed in winter 2021, there was no notable side effects from the procedure and the patient was discharged home. The patient experienced pain following the surgery and 16 days later expelled a piece of device from her vagina, she visited the ER that day and staff attended to her care. She continued to be a great deal of pain and returned to the ER 2 days later for additional care. The piece of device was identified to be part of the fisher cone biopsy of unknown size. During the loop electrode excisional procedure two different sizes were used. Fischer cone biop ex lg 900-152 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report received through medwatch- per uf/imported report #: (B)(4)- a loop electrode excisional procedure cervix cone biopsy for a high grade cervical dysplasia was performed in winter 2021, there was no notable side effects from the procedure and the patient was discharged home. The patient experienced pain following the surgery and 16 days later expelled a piece of device from her vagina, she visited the ER that day and staff attended to her care. He continued to be a great deal of pain and returned to the ER 2 days later for additional care. The piece of device was identified to be part of the fisher cone biopsy of unknown size. During the loop electrode excisional procedure two different sizes were used. Fischer cone biop ex lg 900-152 e-complaint-(B)(4).